Event description:
The physician performed closure after a diagnostic procedure with the closer tsl6 fr. Device. The device was inserted, deployed, and the site closed successfully. Notes from the field indicate the patient coughed and moved leg as instructed, and no bleeding was noted. About one hour after the procedure, the patient began "gushing" from the access site. Manual compression was held, and the site closed again. The patient recovered without incident. Notes from the field indicate the patient was fine the following day, and that no hematoma was evident.